Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging that her onetouch verioiq meter was displaying an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2013. The patient manages her diabetes with oral medication(s) and denied taking any action regarding her usual diabetes management regimen due to the meter issue. However, reported developing a bruised finger a few days after the issue started. The patient denied receiving medical treatment. At the time of troubleshooting, the patient confirmed that the test strip was completely drawing in the sample. The error message remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia nor receive medical treatment for such conditions after the alleged meter issue started. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively with the following findings: the meter and test strips passed all testing. The primary issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- (B)(4) 2013, test strips- (B)(4) 2013.